Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed; the downstream occlusion seal failed the inspection. Functional testing was able to determine that the defective downstream occlusion sensor was the root cause and was replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the error code 4222 appears on the device. There was no patient involvement.

Manufacturer narrative:
Corrected data: h6 and h11. The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. The device was visually inspected and there were damages to the downstream occlusion seal and pressure sensor. A functional test was performed and the reported issue was confirmed and exhibited error code 42221 (main board). The probable cause of the reported issue was due to the main board. As a result, the main board was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.